Manufacturer narrative:
Ge healthcare (gehc) reported a field modification for this issue per 21 cfr 806 on (B)(6) 2016. The recall classification number is (B)(4). Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit alarmed for a system failure. The clinician reportedly cycled power and continued the case with no further reported complaint. There was no reported patient injury.